Manufacturer narrative:
The device was explanted for medical reasons. The external visual examination revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical test performed. This is the final report.

Event description:
Advanced bionics was made aware that the pt's device was explanted for a technology upgrade. The pt was reimplanted with another cochlear device.